Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during lobectomy for the first firing, the surgeon tried to squeeze the handle, however could not squeeze it and could not fire the device. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient is alive with no problem.

Manufacturer narrative:
Evaluation summary; post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.